Event description:
Organox metra device started sending error codes that the main arterial flow sensor was not reading any flow to the liver upon the liver being placed onto the organox metra device. Liver was unable to be placed for transplant due to the time restrictions which arose due to said complications.